Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens reviewed instrument files and determined that quality controls recovered within expected ranges on the day of the event and that the precision study, ran by the customer, was not recovering within specifications. A siemens customer service engineer (cse) was dispatched to the customer's site. On this visit, the cse ran an alignment test and replaced the vertical and horizontal belts on sample 1 (s1) and reagent 1 (r1) probes, and the bent aliquot probe. The cse also aligned and adjusted the r1 and s1 probes and aliquot probe, repeated the align test and performed adjustment multiple times. Then, the cse ran a precision study on a random sample and quality controls, resulting within specifications. The cause of the discordant, falsely low vanc result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the pharmacist(s), who questioned the result. The patient was redrawn and the new sample was run on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the pharmacist. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2018. Additional information (11-october-2018) : the customer clarified that the patient is a 60 year old female, who suffered from crohns, colon perforation, atrial fibrillation and renal failure. The patient was on insulin, metroprol, clonidine, oxycodone, acetaminophen and vancomycin medications. The customer also reported that a surgical procedure was delayed due to the discordant, falsely low vancomycin result.

Event description:
Patient's medical procedure was delayed due to the discordant, falsely low vancomycin result. The medical procedure was not specified by the customer.